Manufacturer narrative:
This case was initially received via regulatory authority (reference number: ha_us_FDA_maude) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('it migrated into my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eletriptan hydrobromide (relpax), montelukast sodium (singulair), salbutamol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("I had pain associated with migration"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: disability permanent damage, other serious (important medical events). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 18-nov-2019. The most recent information was received on 30-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it migrated into my uterus/ malpositioned essure') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and hydrothermal ablation". The patient's concurrent conditions included dyspareunia, uterine bleeding, uterine leiomyoma, paratubal cyst and menorrhagia. Concomitant products included eletriptan hydrobromide (relpax), montelukast sodium (singulair), salbutamol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("I had pain associated with migration") and premature menopause ("cause early menopause"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy/ ablation and hysterectomy/ ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, pelvic pain and premature menopause outcome was unknown. The reporter considered device expulsion, pelvic pain, perforation and premature menopause to be related to essure. The reporter commented: disability permanent damage, other serious (important medical events). Date(s) of insertion: (B)(6) 2009 (as per pif discrepancy noted) left tubal ostia had 1 coil at the tubal ostia and the device on the right had 2 coils external to the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral sure coils are present. Contrast material extends beyond the left coil and surrounds the right coil but does not extend beyond the right coil.; on (B)(6) 2010: bilateral essure devices are noted and do not appear significantly changed since exam (B)(6) 2010. Concerning the injuries reported in this case, the following one were reported from social media report : cause early menopause. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: essure procedure and hydrothermal ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 18-nov-2019. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it migrated into my uterus/ malpositioned essure') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure procedure and hydrothermal ablation". The patient's concurrent conditions included dyspareunia, uterine bleeding, uterine leiomyoma, paratubal cyst and menorrhagia. Concomitant products included eletriptan hydrobromide (relpax), montelukast sodium (singulair), salbutamol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("I had pain associated with migration") and premature menopause ("cause early menopause"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy/ ablation and hysterectomy/ ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, perforation, pelvic pain and premature menopause outcome was unknown. The reporter considered device expulsion, pelvic pain, perforation and premature menopause to be related to essure. The reporter commented: disability permanent damage, other serious (important medical events). Date(s) of insertion: (B)(6) 2009 (as per pif discrepancy noted) left tubal ostia had 1 coil at the tubal ostia and the device on the right had 2 coils external to the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral sure coils are present. Contrast material extends beyond the left coil and surrounds the right coil but does not extend beyond the right coil.; on (B)(6) 2010: bilateral essure devices are noted and do not appear significantly changed since exam (B)(6) 2010. Concerning the injuries reported in this case, the following one were reported from social media report : cause early menopause concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: essure procedure and hydrothermal ablation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received- new event perforation was added. Reporters was added. Fu5 and 6 processed together. On 29-jun-2020: medical record received. Event added: hysteroscopy essure procedure and hydrothermal endometrial ablation. Reporters information, lab data and medical history were added. Fu5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: ha_us_FDA_maude) on 18-nov-2019. The most recent information was received on 02-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it migrated into my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eletriptan hydrobromide (relpax), montelukast sodium (singulair), salbutamol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("I had pain associated with migration") and menopause ("cause early menopause"). The patient was treated with surgery (hysterectomy/ ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain and menopause outcome was unknown. The reporter considered device expulsion, menopause and pelvic pain to be related to essure. The reporter commented: disability permanent damage, other serious (important medical events). Concerning the injuries reported in this case, the following one were reported from social media report : cause early menopause. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: new events were added: cause early menopause. Reporter information were updated. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 18-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('it migrated into my uterus') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eletriptan hydrobromide (relpax), montelukast sodium (singulair), salbutamol and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("I had pain associated with migration"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and pelvic pain outcome was unknown. The reporter considered device expulsion and pelvic pain to be related to essure. The reporter commented: disability permanent damage, other serious, (important medical events). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.